Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported a discharge problem with the defib. There was no report of patient harm.